Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A study was carried out to test whether aspiration thrombectomy with intracoronary (ic) instead of intravenous (IV) administration of abciximab could reduce the no-reflow phenomenon in patients undergoing primary percutaneous intervention (pci) for st-elevation myocardial infarction (stemi).export aspiration catheters were used to perform aspiration thrombectomy. Ic abciximab was administered through the distal part of the same catheter after aspiration thrombectomy was completed. Post-balloon pre-dilatation and stenting was also performed in some cases. Outcomes of the procedures included major adverse events - death, heart failure, recurrent myocardial infarction, target revascularization, stroke, renal failure, bleeding and thrombocytopenia.